Event description:
New information received that notes the lead was capped and replaced.

Event description:
It was reported that an asymptomatic patient presented to the or for changeout due to normal eri. Electrical function was normal. Lead to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.